Event description:
It was reported that the device was used in a laparoscopic cholecystectomy. It was reported that the clip applier tip broke off in the abdominal cavity when fired. This caused the surgeon to have to spend time looking for and removing the pieces. The case was completed with another same like device. There was no consequence to the pt.